Manufacturer narrative:
The device history record (DHR) for lot 112744 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation, therefore the affected device(s) could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the nurse attempted to administer the dose to an individual patient and fluid from the syringe leaked at the connection point between the needle and syringe.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.